Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy. It was reported that within the last couple months, they'd had a sciatic nerve issue in their right leg, so their care team did an ablation and also did some injections in their hip. The patient mentioned that they hadn't had their ins checked probably since last year. The patient stated they made an appointment with a new healthcare provider (hcp), but the hcp couldn't see them until (B)(6) 2026. They were worried and wanted to get their implanted system checked because it had been so long. The patient stated they could be imagining things, but they were wondering if the implant was moving because all the work, they just had done for their sciatic nerve was kind of close to their spine and near where the implanted system was. The patient said they reached back and thought "it doesn't feel like it's in the same place as before" but then stated they weren't sure and stated they knew they could just be imagining things but they wanted to make sure it was still in the right place. Patient asked if there were any hcps in their area who could see them sooner than (B)(6) 2026. They also inquired about how a manufacturer representative (rep) could help. Patient services sent the patient physician listings and reviewed the role of the representative with the patient and provided them with the national answering services (nas) number for a local clinic to call if they couldn't get in any sooner and another doctor was willing to page a rep. Patient services redirected the patient to follow up with a managing health care provider. Patient stated they'd recently turned the stimulation up and they felt the stimulation in their bike seat so at the very least it was still working for them. Patient has also lost their ID card so patient services warm transferred the patient over to patient registration. The agent documented reported event. No further action was taken by patient services.